Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, received via operative report. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: lab analysis summary states visual analysis of the returned device identified: crease fold, wear abrasion, opening. Per ae term code, no additional analysis required.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side capsular contractures, baker grade not specified and mild to moderately calcified and thickened. Device has been explanted and replaced.